Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle which resulted in the pump battery depleting and the pump shutting off. Reportedly, the usb port was loose and bent. The customer¿s blood glucose was 350(mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.